Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) evaluated the alleged vela front panel and conducted visual inspection. The carefusion fa rep installed to a known good unit and powered up in service mode. The carefusion fa rep reported the unit initialized patient-user displays and colors with no problems, performed successful display calibrations. The carefusion fa rep was unable to duplicate the customer's alleged issue, but reported the unit failed secondary to intermittent operation by ingress moisture between the membrane of the touchscreen. This is a known issue that is currently being addressed within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A carefusion field service representative (fsr) has evaluated the device on site and has confirmed that the touch screen is unresponsive. He reported that he replaced the entire display and now the device is working properly. The customer has reported that after the repair, the device is functioning properly. The suspect display has been sent back to carefusion's failure analysis lab and will receive a root cause investigation. Once the investigation report is complete, a follow up report will be made.

Event description:
The customer reported the touchscreen was unresponsive while using the vela ventilator. The customer reported the system has frozen screen and is not responding. The customer reported no patient involvement is associated with this event.